Event description:
It was reported that the device may have had premature depletion. It was also reported that the left ventricular [lv] lead had increasing and high threshold measurements. The device was explanted and replaced; the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.